Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event occurred in another country. This is the same event as 1043534-2008-00233.

Event description:
Allegedly revised due to the broken neck.